Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device did not recognize the batteries were installed. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling and full system testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs did not show any evidence of any battery related errors. The device functioned as expected during the evaluation. The data in the logs suggests that the device was capable of powering up and there was no indication found that the device was unable to deliver therapy. Reports of this nature typically do not meet zoll's reportability requirements. No trend is associated with reports of this type.